Manufacturer narrative:
B3-date of event is estimated. It was reported to abbott, a patient had their ipg relocated due to experiencing pocket site discomfort. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the ipg was relocated to address the issue.